Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the complaint device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that stent thrombosis occurred and the patient died. The target lesion was located in the left main (lm) artery. A synergy¿ drug-eluting stent was implanted to treat the lesion. However, stent thrombosis occurred and there was abrupt closure of the vessel. They were unable to revive the patient and the patient expired.